Event description:
Information was received from a manufacturer representative (rep) regarding an external device. Rep reported pt was seeing an error message on group c: therapy increase not available. Rep reported pt had upper limit programmed to 25ma, the other groups are fine. Rep reported pt had set at 4ma and decreased to 3.3ma, but unable to increased back to 4ma. Rep reported that when pt attempted to increase, error message: therapy increase not available. Ins: 90%. Ins implanted on the right side. C1: 0-3+ 300pw/50hz standing: 4038 ohms sitting: 4044 ohms right arm movement: 4021 ohms right leg movement: 4058 ohms. Reviewed error message. Suggested reprogramming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.